Event description:
The patient stated that the black o-ring around the plunger end of the cartridge was damaged. She said that it appeared to be loose and did not use it. The patient noted that this cartridge was the last one in the box and did not report any issues with previously used cartridges from the box. This complaint is being reported because a cartridge with a damage o-ring could cause insulin leakage if it were to be used.

Manufacturer narrative:
The patient reported that she discarded the complainant cartridge and does not know the lot number from which it came. No investigation is possible and therefore no conclusions can be made.